Manufacturer narrative:
Concomitant medical products: 4750 lead; 5071-53 lead, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. The device eroded from the pocket and was visible at a break in the skin. Cultures were taken. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.